Event description:
Caller indicated the relion prime meter is giving high readings. Caller is unhappy with results saying the meter always tests high. Now the meter is having issues where it won't give her a reading at all, it shuts down right after blood is applied to the strip. While troubleshooting she mentioned she was hospitalized in december due to an inaccurate reading from her relion prime. When I spoke with customer she wasn't sure if the meter truly was responsible for her hospitalization, but tried her best to recall the information. The situation happened in (B)(6). She woke up at 2am and did a blood test, and the results were fine and within normal range. She may have had something to drink she's not sure. She went back to sleep and didn't wake up with her alarm at 5am. Her husband found her unresponsive and called 911. Emts arrived on the scene and found her sugar to be around 27. They were able to revive her and took her to the hospital for testing and monitoring. She was treated and released a few hours later that day. Storage and technique are good. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.